Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the tubing connector. The site location was the patient's arm and the pump was located on the patient's hip. The infusion had been used for less than 24 hours and the infusion sets were stored at the room temperature. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.